Event description:
The customer reported that they have been getting high calcium results for an unspecified number of samples. The customer stated they run "a couple of hundred calcium samples per day and 2 were caught". The customer provided 3 examples of patient results that were questioned. Of the three samples, 2 had erroneous calcium results. It was asked, but it is unknown if erroneous results from these samples were reported outside of the laboratory. The first sample initially resulted as 2.92 mmol/l. The sample was repeated, resulting as 2.43 mmol/l. The second sample, from a (B)(6) female, initially resulted as 2.84 mmol/l on (B)(6) 2013. The sample was repeated on (B)(6) 2013, resulting as 2.32 mmol/l. The first patient was not adversely affected. It was asked, but it is not known if the second patient was adversely affected. No adverse events were alleged. The calcium reagent lot number was 688268. The expiration date was asked for, but not provided by the customer. The customer tried replacing the sample probe and reagent lot, but continued to have problems with sample results. The issue then appeared to resolve on its own, but the customer later reported that they continued to receive high calcium results. The customer has not provided any additional data. The customer replaced the sample probe a second time, but continued to have the issue. The customer has switched calcium testing to another c501 analyzer.

Manufacturer narrative:
The erroneous results for samples one and two were not released outside of the laboratory. Patients one and two were not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be determined. This issue was intermittent. Based upon data provided for investigation, it is likely that the high results were caused by carry over by the sample probe or cuvette wall. The customer has relocated the calcium assay to another analyzer.